Event description:
Caller reported a malfunction on the pump, identified by malf 3 and fault ID 0x2095. There was no adverse impact to the customer's blood glucose level, remaining below the threshold of 500 mg/dl (27.7 mmol/l). Technical support arranged to send a replacement pump as the malfunction code was not resettable. The customer was advised to use multiple daily injections (mdi) as a backup therapy.